Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced positional moments of rib stimulation . Imaging showed the patient's lead had moved to the left side. Consequently, the patient underwent surgical intervention on (B)(6)2017 where the lead was repositioned. Reportedly, effective stimulation was restored following the procedure. Please note: no lead or concomitant device information is known at this time.